Event description:
Reference number (B)(4). Event occurred in the united states. On 15-june-2024, it was reported by the patient that infusion set cannula was crimped. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 3 of 4. E1: patient city: (B)(6). Patient country: (B)(6).